Manufacturer narrative:
The results of the investigation are inconclusive since the leads were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced ineffective therapy due to high impedances. Troubleshooting was unable to solve the issue. As a result, surgical intervention took place on (B)(6) 2020 wherein an additional lead was implanted in l1 and reportedly, effective therapy was established.